Event description:
It was reported that after the implant the patient had bleeding at the implantable pulse generator (ipg) site and feels like it is pushing out of the patient back.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Risk review: a risk review was completed and confirmed that the event of hemorrhage, erosionwas defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that after the implant the patient had bleeding at the implantable pulse generator (ipg) site and feels like it is pushing out of the patient back. Additional information was received indicating that the bleeding was not device related but was believed to be procedure related. The patient was referred to a wound care specialist and was reported to be doing well.

Event description:
It was reported that after the implant the patient had bleeding at the implantable pulse generator (ipg) site and feels like it is pushing out of the patient back. Additional information was received indicating that the bleeding was not device related but was believed to be procedure related. The patient was referred to a wound care specialist and was reported to be doing well.